Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2013; addr01 ipg, implant date: (B)(6) 2013; 5568-53, implant date: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection which originated in the heart. The complete implantable pulse generator (ipg) system from both the right and left hand sides were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.